Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a farawave 2.0 nav catheter was selected for use. Upon opening packaging, it was noted that internal sterile packaging was not sealed. The catheter was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.